Manufacturer narrative:
This ingevity lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection noted dried blood around the helix. The stylet insertion test failed, likely due to a necked down inner coil near the terminal pin. The helix mechanism could not be tested due to deformed inner coil.

Event description:
It was reported that this right atrial (ra) lead became dislodged a day after it was implanted. A surgical intervention was performed and the ra lead was attempted to be repositioned, but the extendable/retractable helix of this lead did not operate as expected. The lead was explanted, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead experienced dislodgement a day after it was implanted. A surgical intervention was performed and the ra lead was attempted to be repositioned, but the lead helix exhibited extension and retraction issues. The lead was explanted. No additional adverse patient effects were reported.